Event description:
It was reported that when the guidewire was inserted through the puncture needle, resistance was felt. When both the puncture needle and the guidewire were withdrawn and the guidewire was checked outside the patient's body, the tip of the guidewire was unraveled. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refv2011 showed one other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of damaged guidewire is confirmed; however, the exact cause is unknown. One 0.018 in. Nitinol guidewire in a plastic hoop was returned for evaluation. An initial visual observation showed use residue on the returned sample. No bends or breaks were observed in the returned guidewire. A microscopic observation revealed the most distal coil of the coiled wire of the guidewire was disjointed, bent backwards, and disconnected from the weld tip. The weld tip itself was observed to be present and connected to the core wire. While the exact cause of the damage observed on the returned guidewire could not be determined; possible causes include damage during handling or use.

Event description:
It was reported that when the guidewire was inserted through the puncture needle, resistance was felt. When both the puncture needle and the guidewire were withdrawn and the guidewire was checked outside the patient's body, the tip of the guidewire was unraveled. There was no reported patient injury.